Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. She could not push the up arrow button. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 223 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted.